Manufacturer narrative:
This report is submitted on september 25, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecified reasons. Additional information has been requested but it has not been made available as of the date of this report.